Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on july 26, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient's device was explanted (date not reported) due to an unknown reason. Additional information has been requested but not been made available as of the date of this report, (B)(6) 2017.